Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative regarding an implantable neurostimulator (ins). The caller initially mentioned the patient's ins was being replaced due to eri, but when asked about this, caller says they didn't see eri notification (technical services reviewed timing of this notification) and that the patient said that it is taking them 8 hours to charge the implant and that the battery is going in and out, though it was unclear what the patient meant by this. The patient did say that right after implant, that it was taking about 45 min to charge their ins. The caller did not know how long patient has been having this issue.